Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) connected with the customer and confirmed that the interfaces had been restarted, and all systems were functioning as expected. The system functioned as intended after the customer resolved the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over from epic to the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.